Event description:
The facility reported that during cataract surgery I/a mode, the unit would not build vacuum, and the doctor had to manually remove the cortex to complete the case. They also cancelled the three remaining cases. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.